Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the stapler would not close on the bowel. The stapler kept popping open. Two handles and two reloads opened but the same thing happened twice. The case was changed from laparoscopic to an open case. No reinforcement material was used on this case. The pt identifier and medical history/ pre-existing conditions were not provided by the reporter to the product specialist. The anatomy involved was bowel. The current pt status is indicated as no complications. The bowel was immobilized correctly, but was too thick. There was unanticipated tissue loss reported, and the case was extended by more than 30 minutes.